Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional information. In (B)(6) 2011, the facility reported that the device was used on both patients on the same day. The device was returned to olympus for evaluation. The evaluation found debris and residue inside the instrument channel, the auxiliary water channel, the suction channel, and in the cylinder unit. The unit passed leakage testing. The device was returned to the user facility. An olympus endoscope service specialist was dispatched to the facility to follow-up on this matter, and to offer training and educational materials on appropriate reprocessing. In april 2011, the same device was returned to olympus for evaluation. The evaluation found debris and residue inside the instrument channel, the auxiliary water channel, the suction channel, and in the cylinder unit. The unit passed leakage testing. The insertion tube was noted with peeling, scrape marks, and scratches. Shear and tear marks were observed on the auxiliary water channel at 15mm from the distal tip. The most likely cause of the reported event is due to insufficient cleaning of the scope. An olympus endoscope service specialist contacted the facility to schedule an in-service, but no response was received.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three patients involved in this event. Olympus was informed that three patients complained of abdominal pain following a colonoscopy. One of the three patients reportedly visited the emergency room and required a cat scan examination. Please cross reference MFR. Report numbers: 8010047-2011-00057 and 8010047-2011-00110 to account for the three patients as referenced in the original report. The following reports will be supplemented to cross reference the two associated complaints: 8010047-2011-00057 and 8010047-2011-00110.